Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was examined to evaluate recurrent nightly low flow alarms due to hypovolemia and non-invasive ventilation therapy. The patient was asymptomatic. A transesophageal echocardiogram revealed the inflow cannula pointing posterolaterally. It was reported that increasing pump speed could provoke suction events. A CT scan showed no signs of pericardial effusion, no impairment of the outflow cannula, and no lvad thrombus. It was reported that the alarms were possibly related to continuous positive airway pressure (CPAP) therapy. No further low flow alarms occurred due to balanced volume therapy. Reportedly, a conservative therapy was favored due to a high risk profile of a revision operation. The issue reportedly resolved by (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of a mispositioned inflow conduit cannot be confirmed. The patient experienced recurrent low flow alarms due to hypovolemia/non-invasive ventilation (niv) therapy and a transesophageal echocardiography (tee) revealed that their inflow cannula was pointing posterolaterally. The heartmate 3 lvas instructions for use (IFU) warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. This IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This alarm is accompanied by a flashing red heart on the user interface. ¿call hospital contact¿ and ¿low flow¿ alternate on the screen, and there is a constant audio tone emitting from the system controller. This is a hazard alarm condition that requires immediate attention. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. The manufacturer is closing the file on this event.